Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and reported split tubing through pinch valve pv37. The fse replaced the tubing in pv37 to fix the leak. The leak had spilled onto the temperature sensor, which caused the ambient temperature error. The repairs were verified per established service procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported an uncontained blue leak of about 5 cc from a coulter lh 500 hematology analyzer. There were ambient temperature error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.